Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the (a) atrial and (v) ventricular ports on the external pulse generator (epg) were cracked. The epg is expected to be returned. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the damage prevented the cables from staying in properly. The epg was returned for service.

Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that the output connector assembly is broken. Hanger assembly is broken. On/off, lock, and enter buttons are flat. Battery drawer sticks on lower case. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.